Manufacturer narrative:
(B)(4). The device was not evaluated by physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not recognizing when the paddles are connected. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.